Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the large volume pump alarmed for "channel error 12-228-111" during a 50mg/50ml lorazepam continuous infusion with a rate of 0.5ml/hr. It was then noted that there was a "bulge" in the tubing set located inside the channel. This occurred in ICU. The customer stated that there was a delay in treatment due to need to replace tubing. Other than this delay, there was no consequence or impact to the patient.